Event description:
It was reported that during a percutaneous coronary intervention, shaft break occurred. The target lesion being treated is unk. While the physician was inserting the 2.25x8mm taxus express2 atom stent through the guide catheter, the device broke inside the guide catheter in the aorta. The device was removed from within the pt and the procedure was successfully completed with another of the same device. No pt complications or injuries were reported. Pt condition listed as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.